Manufacturer narrative:
(B)(4). The customer reports that the device has charge/shock failure and therapy pca auto test failures in the status log. There was no reported patient involvement. Philips bench evaluated the device and confirmed the complaint. The defib capacitor assembly was replaced to resolve the problem. The device passed all performance assurance tests and was sent back to the customer for use.

Event description:
The customer reports that the device has charge/shock failure and therapy pca auto test failures in the status log. There was no reported patient involvement.